Event description:
It was reported that the patient received inappropriate therapy shocks from the right ventricular (rv) lead due to oversensing of noise. The lead was suspect of a fracture. The lead was capped and a new lead was implanted. No further patient complications have been reported as a result of this event.